Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. A complete lead with five stylets was returned in one piece for analysis. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with blood.

Event description:
During an initial procedure, the stylet was unable to be advanced into the right ventricular (rv) lead. The rv lead was not implanted and replaced to resolve the event and the patient was in stable condition.